Manufacturer narrative:
Date sent : 06/26/2006. A1,2,3,4; b6, 7; d11: information was not provided. Evaluation summary: the analysis results found that the device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge. The device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that the doctor fired the device during a lap. Sigmoid resection and the staple line opened due to malformed staples. The doctor used a second device to complete the case with no pt consequence. The device only will be returned for analysis they did not save the cartridge.